Event description:
Event detail: the figure 8 was displaced during deployment of the graft, this was resolved using a guide catheter. It was reported that the superior system failed to deploy, and was resolved with a stent. During the deployment of the ipsilateral attachment system, the number 4 pull-wire snapped. While dismantling the delivery catheter handle the ipsilateral attachment system deployed. The physician was able to continue graft placement, and the graft was implanted successfully.